Event description:
Device malfunction: none. Symptoms/ae: prolonged hypotension. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt reported having a headache. A head CT was negative. The event was diagnosed as hyperperfusion syndrome and was treated with a nipride drip. One day postprocedure, the hyperperfusion syndrome resolved; however, the pt became hypotensive. The hypotension was treated with a levophed drip. Six days postprocedure, the drip was discontinued, the hypotension resolved and the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Headache, hyperperfusion and hypotension are known possible adverse events associated with the use of this device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.